Event description:
It was reported that on: (B)(6) 2008 patient presented with history of epidural mass. MRI of the lumbar spine indicated ¿interval decrease in size of the previously identified epidural mass located at the posterior aspect of the l4 vertebral body within the right lateral recess. There is no abnormal contrast enhancement of this lesion. It is most compatible with a sequestered disk fragment, which is likely arisen from the l4-5 intervertebral disk.¿ on (B)(6) 2009 the patient presented with grade 1 degenerative spondylolisthesis l4-5, severe lumbar spinal stenosis l4-5, superimposed disk herniation with progressive right l5 radiculopathy, and discogenic referred pain syndrome recalcitrant to conservative measures. The patient underwent alif l4-5 using rhbmp-2/acs, an interbody cage and anterior plate. There were no noted complications. On (B)(6) 2009 ¿patient presented with pre-op diagnoses of multilevel lumbar disk degeneration and spondylosis, severe degenerative spondylolisthesis l4-l5 with associated instability, lumbar spinal stenosis, bilateral l5 radiculopathy, status post anterior lumbar interbody fusion with instrumentation procedure l4-l5 with interbody cage subsidence and loss of reduction. The patient underwent laminectomies l3-s1, and posterolateral fusion l4-5 using rhbmp-2/acs and competitor posterior instrumentation. There were no noted complications.¿ (bmp not listed on implant log for this procedure). On (B)(6) 2010 patient underwent right hip arthrogram and steroid injection for right groin pain. On (B)(6) 2010 MRI of the right hip indicated ¿moderate/large tear of the superior anterior labrum.¿ on (B)(6) 2010 patient underwent debridement of superolateral labral tear and chondroplasty to treat right hip labral tear and degenerative joint disease. There were no noted complications. On (B)(6) 2010 patient presented with back pain and hip pain. Patient was diagnosed with failed lumbar surgical back syndrome and chronic radiculopathy. On (B)(6) 2010 patient presented with lumbago and pain in limb. A CT scan of the lumbar spine without contrast indicated ¿bridging bone and no identifiable disc space across l4-l5 anterior and posterior metallic fusion with moderate foraminal narrowing and some heterotopic ossification extending into the neural foramina. Wide laminectomy with no canal stenosis. Mild left convex lumbar scoliosis with uncovering of the superior posterior l5 endplate suggesting flattening of the l5 vertebral body contributing to the appearance of l4-l5 antreolisthesis.¿ on (B)(6) 2010 patient received right shoulder injection. On (B)(6) 2010 patient presented for follow up with persistent symptoms of left greater than right groin pain. Per the physician¿s notes, the patient had problems in the past with his right shoulder, but the injection performed on on (B)(6) 2010 significantly improved his symptoms. ¿impression: status post anterior posterior spinal fusion with instrumentation at l4-5,healed. Right shoulder calcific tendinitis.¿ on (B)(6) 2011 patient presented for follow up with complaints of persistent symptoms of left greater than right groin pain and low back pain. On (B)(6) 2011 patient presented with complaints of pain being primarily in the posterior aspect of his right hip, localized to the buttock and si joint. No symptoms radiating down the leg. X-rays indicated ¿well-preserved joint space¿. On (B)(6) 2011 patient presented with low back pain referred to the lower extremity. On (B)(6) 2011 patient presented with tingling in the left foot, joint pain, low back pain and weakness, fatigue, shortness of breath, and bloody stool. On (B)(6) 2011 patient presented for follow up with low back pain. Per the physician¿s notes, ¿patient describes his low back pain as sharp, burning, shooting, pressure, deep. Pain is aggravated by sitting, standing, bending. Pain gets better by medication. The patient reports no numbness, no weakness, no bladder incontinence, no bowel incontinence, no sexual dysfunction, no night pain, no fever/chills, no unexplained weight loss.¿ on (B)(6) 2011 patient presented with low back and groin pain. On (B)(6) 2011 the patient presented with failed back surgery syndrome and underwent an ¿scs ¿trial (B)(6) 2011 patient presented with complaints of low back pain and numbness in the left foot. On (B)(6) 2011 patient presented for pre-op work-up. On (B)(6) 2011 patient underwent spinal cord stimulator placement. On (B)(6) 2012 patient presented with mid and low back pain. A nm bone scan indicated ¿there is mild activity seen at the surgical site which would be expected with no suspicious activity seen elsewhere. Areas of degenerative change are suggested within the left knee, both feet, and there is fairly intense activity seen associated with the acromion on the left.¿ on (B)(6) 2012 it was reported that the patient underwent a radiofrequency neurolysis to left l5 dorsal ramus, and lateral branches of s1, s2, s3 using a medium kit of bmp. On (B)(6) 2012 patient presented with low back pain. Patient reported weight loss of 10 lbs, loss of sexual drive, dysphagia, fatigue, weakness, snoring, and pain/cramping in legs. On (B)(6) 2012 patient presented with complaints of low back pain in his hips and groin, fatigue, joint pain, neck pain, back pain, weakness, anxiety, snoring, loss of sexual drive, and shortness of breath. On (B)(6) 2012 patient presented with complaints of bilateral low back pain, hip and groin pain, fatigue, abnormal vision, joint pain, neck pain, back pain, weakness, dry skin, shortness of breath, erectile dysfunction, and loss of sexual drive. On (B)(6) 2012 patient presented for follow-up. Per the physician¿s notes, ¿(pt.) States (pt.) Has had 70% relief and is able to move better, and the pain is more tolerable. No new or significant problems noted.¿ on (B)(6) 2013 the patient presented for follow up. Per the physician¿s notes, ¿(pt.) States (pt.)has had 70% relief and is walking better, as we speak (pt.) Is going for a walk. No new or significant problems noted.¿ patient underwent bilateral s1 transforaminal epidural steroid injection. On (B)(6) 2013 patient requested removal of the ¿scs.¿ on (B)(6) 2013 patient presented with complaints of pain across the low back and both groins, and pain in neck. Patient reported fatigue, joint pain, neck pain, back pain, weakness, pain in eyes, anxiety, shortness of breath, loss of sexual drive, and pain/cramping in legs. On (B)(6) 2013 patient presented with complaints of pain across the low back and both groins, and pain in neck. Patient reported fatigue, joint pain, neck pain, back pain, weakness, anxiety, shortness of breath, loss of sexual drive, and pain/cramping in legs. On (B)(6) 2013 patient presented with complaints of pain in back, groin, and legs. Patient was diagnosed with lumbar radiculopathy, low back pain, post-laminectomy syndrome, and lumbar/lumbosacral disc degeneration. Patient underwent bilateral l4/5 transforaminal epidural steroid injection. On (B)(6) 2013 the patient presented with back pain. A nm bone scan indicated ¿postoperative findings noted. No developing area of increased activity when compared to prior study.¿ x-rays indicated ¿stable postsurgical changes¿ scoliosis and degenerative change¿ there is minimal degenerative spondylolisthesis at l2-l3 and stable grade 1 spondylolisthesis at l4-l5, with no evidence of instability with flexion or extension.¿ on (B)(6) 2013 patient presented with urinary retention and persistent and progressive low back symptomology. Per the physician¿s notes, imaging studies were reviewed and ¿patient does have mild disk degenerative changes with varying degrees of foraminal stenosis at l2-3, l3-4. There is, however, no appreciable central stenosis to suggest that urinary retention is in any way related to the patient¿s previous surgery.¿ on (B)(6) 2013 patient presented with complaints of joint pain, neck pain, and low back pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.